Event description:
MFR received a report from an attorney alleging that on august 12, 1997, while using an automatic turning mattress, the pt was caused to rotate in such a manner as to block all means of respiration. As a result the pt died. However, the death certificate sites the immediate cause of death to be "coronary artery & severe generalized arteriosclerosis" with other significant conditions listed as "bilateral cerebral infarcts and chronic obstructive pulmonary disease."